Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the result of malformed staples were identified after a sureform stapler 60 reload was fired on lung tissue. As a result, the surgeon applied ¿neoveil¿ and glue to the staple; which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, annex c and annex d. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 due to report of bleeding. Annex f updated to include f1909 due to delay of procedure. Annex a updated to include a050704 due to report of staple failure mode. Annex g updated to include g0405214 due to report of staple involvement. Annex b updated to include b13 due to follow up communications for additional information. Annex b updated to include b15 due to review of system logs. Annex c updated to include c20 due to system log reviews not finding issue. Annex d updated to include d15 due to staple firings being complete per the logs with no incomplete clamps on this instrument as well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode (i.e. Malformed and unformed staples) is unknown. If additional information is obtained, a follow-up MDR will be submitted. The site provided a video clip of the da vinci-assisted surgical procedure. The video clip was reviewed by an isi clinical development engineer (cde) and the following observations were noted: after the first staple fire, some staples on the proximal end were properly formed but not fully embedded in tissue. Some distal staples appeared to have legs unfolded and sticking out of tissue, not properly formed. There did not appear to be immediate bleeding from this staple line. The cde could not identify any clinical factors that contributed to these staples with suboptimal shape. At another point in the video clip and after another staple fire, multiple attempts were made to push the specimen into a specimen bag. The view of the staple line and rest of the lung was obscured during this process. Throughout the process of retrieving the specimen, lots of physical interaction (rubbing, physical pressure) between the specimen bag and staple line was observed. When the specimen bag was eventually removed, some oozing can be seen from two different staple lines. Cycles of irrigation/ suction were performed to clear the field of blood. Later in the procedure, when irrigating/ suctioning is seen in the surgical field, slow oozing from both staple lines was observed. A clear view of the second staple line was presented, and while the staple legs cannot be seen, the backspans looked properly embedded. The surgeon first attempted to resolve the bleeding with pressure via gauze, then used neoveil and glue to finally resolve the bleeding. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. Per the system logs, a sureform stapler 60 instrument (part # 480460-08, lot # l92191014-0314 fired 3 sureform stapler 60 reloads (2 green, 1 black). All firings were completed with no pauses per the logs. No incomplete clamps were identified for this instrument. In addition, a curved-tip stapler 30 instrument was used in the case that fired 3 white stapler 30 reloads. All firings were complete per the logs with no incomplete clamps on this instrument as well. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, malformed and unformed staples were identified after a sureform stapler 60 reload was fired on lung tissue. As a result, the surgeon applied ¿neoveil¿ and glue to the staple.

Event description:
It was initially reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, malformed staples were identified on the stump side after a sureform stapler 60 reload was fired with a sureform stapler 60 instrument. As a result, the surgeon applied ¿neoveil¿ and glue, both 3rd-party manufacturer products, to the staple line although no suturing was performed. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was confirmed that malformed staples or unformed (u-shaped) staples were identified. In addition, missing staples were identified. There were no reports of any holes, gaps, or unapproximated tissue on the staple line. There was also no report of bleeding or an extension of surgical time. The ¿neoveil¿ and glue were applied due to malformed staples that were identified. No post-operative complications have been reported. As of (B)(6) 2020, the patient was still admitted at the hospital.